Event description:
The user had an active middle ear infection. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to information received, the device was explanted due to a middle ear infection that spread to the implant site. Per device explant report form, the skin over the implant was intact, and there is no allegation against the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
The user had an active middle ear infection. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.